Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with chest pain on (B)(6) 2014. A 4.0 x 15 mm xience xpedition stent was implanted in the 80% stenosed proximal left anterior descending (lad) coronary artery lesion and discharged on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized for chest tightness. Electrocardiogram (ECG) results were normal. The patient received conservative medical treatment and was discharged on (B)(6) 2015. Per the physician, the relationship between the event and the device is unknown. The symptoms persist now. No additional information was provided.